Event description:
On december 13, 1994, a 54 year old patient had bilateral implants of 18 years removed. The left implant was leaking per the mammogram. They were implanted in south america. The procedure was done as an outpatient.